Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call motor error alarm, motion sensor test failure and motor position encoder error alarm. Customer's blood glucose level was 5.3 mmol/l. Troubleshooting for motor error alarm was performed. Customer received the motor error alarm during the fill tubing process. Customer also reported a compromised force sensor system error alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No unexpected motion sensor test failure alarms noted during testing. Unable to confirm the motor position encoder error alarms in the alarm history screen due to an over written history file. The pump passed the self test, displacement, rewind, basic occlusion and prime tests. The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump had minor scratches on the lcd window, a cracked reservoir tube lip, scratches on the reservoir tube window and broken battery tube threads.